Manufacturer narrative:
(B)(4). Concomitant medical products - persona ultra congruent articular surface #42512200510 lot #62725638, persona natural tibia cemented #42532007101 lot #62662041, palacos #00111214001 lot #78884389. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03431, 0002648920-2017-00620, 0001822565-2017-06750 and 0001822565-2017-06751. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient had a knee arthroplasty revised due to preoperative radiographs demonstrating possible osteolysis and/or aseptic loosening as well as pain. Pitting and wear were noted on the articular surface during the revision surgery.

Manufacturer narrative:
Complaint sample and operative notes were evaluated and the reported event was confirmed. Visual inspection of the returned components found that the articular surface exhibits excessive and wear lines in both the medial and lateral compartments as well as gouges at the top of the patellar recess. Foreign material is still attached on the backside of the femoral component, which is scratched on the sides of the patellar groove and is worn in the center of the buffed condylar surfaces. Dimensions were found conforming to print specifications where measured. The inferior surface of the tibial component also exhibits excessive scratches. An sem analysis identified foreign particles on the bearing articulating surface; there were few suspected particles identified on both lateral and medial surfaces, although optical images did not reveal these suspected particles. Eds analysis showed that the particles consist of the following elements c, o, na, cl, s, k, si, al, and mg. The base material (articular surface) showed only c and none of the other elements as found on the suspected foreign particles. A portion of the articular surface was remelted, the original machining lines returned and the pitting that was noted on the original surface was no longer present. This is an indication that the pitting noted on the original surface was due to plastic deformation of the polyethylene and not aggressive wear or removal of the vivacit-e material. Another portion of the returned articular surface was subjected to oxidation tests. The oxidation index met the specifications and the trans-vinylene index was consistent through the material and met the specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient had a knee arthroplasty revised due to pain and radiographic evidence of possible osteolysis and/or aseptic loosening. Information received in medical records indicated hypertrophic synovitis with extension eroding into the femur between the bone and cement interface. There were bone defects on the lateral femoral condyle. The tibial component was loose and could be lifted off. There was no evidence of infection. The patella was good and solid and was left untouched. The articular surface was white and yellow and pitted and its wearing was considered to be the cause of the aseptic loosening. The tibial plateau had a lot of cystic erosion mediolaterally. No additional patient consequences were reported.